Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see associated products: 0001822565-2017-03328, 0001822565-2017-03329, 0002648920-2017-00306, 0001822565-2017-03320. "Concomitant product": part: 00885101132. Name: neutral liner 32 mm i.d. Size jj for use with 54 mm o.d. Size jj shell lot: 63028953. Part: 65771100900 name: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset lot: 62715035. Part: 00801803202. Name: femoral head sterile product do not resterilize 12/14 taper lot: 63283897. Part: 00875705401. Name: shell with cluster holes porous 54 mm o.d. Size jj for use with jj liners lot# 63218561. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised due to infection approximately 1 year post initial implantation. All of the components were explanted and revised the patient to a girdlestone procedure. It was noted that there was a broken screw and the cup position had spun to a more horizontal position. The wound was to be debrided again and an antibiotic spacer was planned.